Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the shaft was separated approximately 8.5cm from the tip. The device showed signs of being bent in the area of the separation which is consistent with procedural tactics. The separation was also consistent of the device failing at the laser slotted area which would be expected due to this being the weakest area of the device. There were no noticeable issues with the stated coating issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the prostate. A 200cmx10cm fathom¿ -14 guidewire was selected for use. During the procedure, while torquing was being performed and the distal tip of the wire was in the patient's body, it was noted that the core separated from the outer coating of the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.